Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer stylus could not be calibrated. The programmer passed all incoming functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated properly. The programmer was returned to service. There was no patient involvement.